Event description:
It was reported that the customer had issues with her sensors. The customer's blood glucose level was not reported. She reported that her insulin pump would go into threshold suspend when her sensor read 60-70 mg/dl. When the insulin pump went into threshold suspend, her blood glucose level increased. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.